Manufacturer narrative:
(B)(4). G2: foreign - event occurred in australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient with a prior shoulder arthroplasty was subsequently evaluated for use of a patient-matched implant, and a previous implant had been removed. The clinical team requested assessment of whether a revision implant could be utilized based on the remaining bone stock. At the time of evaluation, components reportedly in situ included an 11 mm mini humeral stem and a 50 mm x 27 mm modular humeral head. Attempts have been made and no further information has been provided.

Event description:
It was reported that the patient with a prior shoulder arthroplasty was subsequently evaluated for use of a patient-matched implant, and a previous implant had been removed. The clinical team requested assessment of whether a revision implant could be utilized based on the remaining bone stock. Significant glenoid erosion was also noted. At the time of evaluation, components reportedly in situ included an 11 mm mini humeral stem and a 50 mm x 27 mm modular humeral head. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: a2, a3a, b4, b5, e1, g3, g6, h2, h6, h11. D6a: implanted during 2018. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.